Event description:
It was reported that recall joystick replaced (B)(6) 2014, replacement under 6 months warranty. Dealer states the battery display on the joystick stays lit up will not go down even if batteries are low.